Event description:
Per the clinic, the patient experienced discoloration and redness at the implant site on (B)(6) 2026, due to skin thinning. Subsequently, the patient was treated with oral antibiotics on (B)(6) 2026 for 2 weeks. The patient also received topical antibiotic and steroid therapy on (B)(6) 2026 (duration not reported). On (B)(6) 2026, additional oral and topical antibiotics were administered (duration not reported). A softwear pad was also trialed and the magnet strength was reduced; however, the issue could not be resolved. The patient underwent revision surgery on (B)(6) 2026 under general anesthesia for cleaning and repositioning of the device. The implanted device remains.